Manufacturer narrative:
Evaluation method - "other". The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A distributor contacted zoll to report that a (B)(6) male patient had a skin irritation on his back under the therapy electrode pads. The patient's cardiologist suggested a cream for the patient to use after he showers that was reportedly helping the irritation. Follow-up indicated the patient's doctor prescribed an anti-itch cream and an anti-inflammatory cream, but the rash was still present. The outcome of the rash is unknown.